Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs. Please note attached list of additional devices implanted in this pt: pxc121200/04435852; pxa280300/03416495; pxa280300/04714307; pxl161007/04714749.

Event description:
In 2006, this pt underwent endovascular repair using a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. The pt presented to the hospital in 2007 with pain. An infection in the grafts was found, along with a right iliac aneurysm and a distal type I endoleak. The infection was treated, and a reintervention was performed placing two aortic extender components distally, along with an iliac extender component. The pt expired the next month, due to an infected graft. No films or devices were returned to gore; therefore, additional analysis could not be performed.